Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the left anterior descending artery. Following predilatation with 2.5x10mm non-boston scientific device, a 3.50 x 38mm synergy xd drug-eluting stent (des) was deployed; however, a distal stent edge dissection occurred. Subsequently, a 3.0 x20 mm promus elite des was placed to cover the dissected area. The procedure was completed, and the patient was stable following the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.